Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
Pdrn stated that patient has peritonitis with persistent abdominal pain. Patient changed to continuous ambulatory peritoneal dialysis during antibiotic therapy. Upon follow up with the patient's nurse, it was reported that stated that the patient developed peritonitis because she wasn't wearing a mask. The nurse stated that the organism cultured was corynebacterium pseudodiphtheria. The nurse stated that the patient was treated outpatient with an unspecified antibiotic. The peritonitis has since resolved. The patients (B)(6).

Manufacturer narrative:
Clinical evaluation: there is a temporal relationship between the patient event of peritonitis and pd therapy on the liberty cycler and cycler set. There is, however, no documentation in the complaint file to show a causal relationship between the peritonitis and the liberty cycler or cycler set. Additionally, there is no report of a malfunction or leak associated to this event. Per the pdrn, the patient did not follow aseptic technique by not donning a mask during treatment setup. This is demonstrated through the culture results for corynebacterium pseudodiphtheria, a normal inhabitant of the anterior nares and skin.

Event description:
Pdrn stated that patient has peritonitis with persistent abdominal pain. Patient changed to continuous ambulatory peritoneal dialysis during antibiotic therapy. Upon follow up with the patient's nurse, it was reported that stated that the patient developed peritonitis because she wasn't wearing a mask. The nurse stated that the organism cultured was corynebacterium pseudodiphtheria. The nurse stated that the patient was treated outpatient with an unspecified antibiotic. The peritonitis has since resolved. The patients dob is (B)(6) 1989.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse stated that patient has peritonitis with persistent abdominal pain. Patient changed to continuous ambulatory peritoneal dialysis during antibiotic therapy. Upon follow up with the patient's nurse, it was reported that stated that the patient developed peritonitis because she wasn't wearing a mask. The nurse stated that the organism cultured was corynebacterium pseudodiphtheria. The nurse stated that the patient was treated outpatient with an unspecified antibiotic. The peritonitis has since resolved. The patients dob is (B)(6) 1989.